Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir had air bubbles. Customer stated that insulin pump was old and worn and there were cracks and scratches on the display, the cap for the reservoir had been broken for a couple of years now, leaving the reservoir exposed and not sure if that was the reason he was getting air bubbles in reservoir and received random unexplained no insulin delivery alarms. No harm requiring medical intervention was reported. The device will not be returned for analysis.